Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert to restart associated with a motor stall, and during troubleshooting the user removed the cartridge, restarted the device, performed a dry-run supply change without further alerts, then completed a full supply change with new supplies without issue; upon site removal the cannula appeared bent, and blood glucose was 159 mg/dl and not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor event, with a mechanical problem identified during the assessment and a bent cannula at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.